Event description:
It is reported that the screw could not be inserted into the cup, a new one was used to complete the surgery.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-08181. UDI# - (B)(4). Complaint sample was evaluated and the reported event was not confirmed. A trilogy bone screw was returned for evaluation. As returned, the device shows no damage and is conforming to print specifications. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.